Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2011 due to stress urinary incontinence and symptomatic cystocele with concurrent anterior colporrhaphy. It was reported that following insertion the patient experienced pain, infection (utis), urinary problems, dyspareunia and vaginal inflammation. No additional information was provided. (B)(4).